Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) could not be reviewed and a query of the complaint handling database could not be conducted because the lot number was not reported. The cause of the reported difficulties and subsequent treatment appears to be related to procedure circumstance. In this case, it is likely a malposition of the suture (air knot) occurred, which would make it difficult to remove the suture from the bearing. Additionally, the device was ¿simply removed¿ indicating no vessel capture. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
B3: date of event is estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a prostyle device after a percutaneous coronary interventional procedure with a small-bore sheath. Reportedly after deploying the plunger, the sutures were stuck in the device [suture-bearing]. The device was simply removed from the anatomy without difficulty or the need for intervention. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.